Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient was experiencing syncope. Patient was evaluated with a holter monitor and loss of capture and pauses were observed. The lead threshold was varying. It could not be confirmed if the issue was with the lead or the device. The lead was capped and the device was replaced. No patient complications were reported as a result of this event.